Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer declined system check with tandem technical support. Customer changed supplies to address occlusion alarm. Customer's blood glucose level was 210 mg/dl.